Manufacturer narrative:
Date sent to the FDA: 11/24/2021. Additional information: a1, a2, b7.

Manufacturer narrative:
Date sent to the FDA: 8/26/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2014 during which the surgeon noted the lower abdominal anus and adhesed midline scar were then excised and discarded. The ventral hernia was from the umbilicus to the pubis. Some of the old mesh was involved with the hernia. It was reported that the patient experienced severe pain, nausea, bowel issues and scar tissue. No additional information was provided.